Event description:
It was reported that the screen of the customer's insulin pump temporarily went blank. The customer's blood glucose level was at 212 mg/dl. Troubleshooting was performed and it was discovered that the insulin pump screen went blank immediatedly after it was exposed to humidity outdoors. The customer was advised to discontinue use and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.